Event description:
Additional information received 16oct2020 stating the device was inserted from the right intercostal and placed in the gallbladder in order to treat cholecystitis by draining the infected bile. A leak was noted between the hub and the catheter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. Patient code: 3191 [no code available]- additional procedure required to replace device. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. About half a day after the catheter was placed, the catheter broke at the distal end of the hub. The next day, the device was replaced with a similar device. No other adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. H6-- additional methods code: device not returned (4114). Investigation ¿ evaluation. Takasaki general medical center in japan informed cook that on (B)(6) 2020, the hub on an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated after placement for cholecystitis drainage. The catheter was placed on (B)(6) 2020, and later that day, the user noticed that the hub separated. The device was removed and replaced the next day without issue. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Based on the review of current documentation, cook has concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot records no related nonconformances. A database search found no additional complaints from the lot. There is no evidence of nonconforming material in house or in the field. Based on the device master record, design history file, and device history record reviews, there is no indication the complaint device was manufactured out of specification. After evaluation of the information provided and the results of the investigation, there is no evidence of manufacturing deficiency. The cause of this event is component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.